Event description:
A customer reported an issue with incorrect time settings on their device, which was more than five minutes off. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor and report if the time discrepancy recurs. The customer understood and acknowledged the guidance provided.